Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s wireless charging pad was accidentally broken and the device was not charging, and a replacement charger was arranged with shipment and tracking information provided. Symptoms included no clinical effects. Outcomes included no impact on health and no alarms. Investigation included customer service review and verification of shipping and logistics. Investigation of this case revealed physical damage to the external charging accessory with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user-induced damage was the cause.